Event description:
It was reported to covidien on 11/30/2009 that a customer had an issue with a sharp shuttle. The customer reports that while attempting to close the top of the shuttle, an IV needle that had penetrated the bottom of the sharps shuttle stuck him in the right palm.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.